Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) was isolated to an open white (drvn_gnd) wire in the trunk cable. Upon investigation the electrode belt did not pass an ECG fall-off test. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.